Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laser system wireless footswitich had issues and surgeon had to step on the pedal frequently (failed to work). The site reported this issue to olympus representative who visited the site and troubleshooted the issue during cases. The customer reported multiple issues, but the site did not keep a log. The procedure was a cystoscopy with laser lithotripsy. The procedure was completed with the same device, though an unspecified delay was reported. Follow-up is requested and is pending further information for delay in and the number of procedures the device failed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the footswitch and laser system had configuration issues during a procedure. However, it was confirmed that the issue was a physical issue with the footswitch. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.